Manufacturer narrative:
Batch review performed on 19 may 2026: lot 2510045: (B)(4) items manufactured and released on 29-oct-2025. Expiration date: 2030-oct-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available, no definitive root cause can be established for the reported pain and cup migration. The patient¿s non-adherence to the scheduled post-operative follow-up may have contributed to delayed identification and management of the cup movement; however, the cause of the event remains unknown. The device history record review did not indicate any potentially related manufacturing issue.

Event description:
The patient had pain that was due to a cup that had moved and the cause is unknown. The patient did not adhere to the follow-up appointment schedule after primary surgery. The surgeon revised the mpact dm d 50 cup to a mpact dm d 54 cup, revised the hc d 28/dme liner to a hc d 28/dmg liner, and revised the 28mm biolox head to a same size head. The surgery was completed successfully.